Event description:
It was reported that during a procedure, the tip of the device broke off inside the joint of the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Scratch wear marks were observed on all of the ceramic and lumen. No visual wear marks were observed on the probe¿s insulation. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Based on the returned unit's evaluation, the most probable root cause could be design (strength) combined with user related (misuse). The wear marks are indicative of friction or scrapping with another pointy hard or rigid object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), possibly when inserting or removing the probe into an obstructed passageway. It is possible that the probe was used as a tool for the mechanical displacement of tissue or bone, or as a prying or scrubbing tool, which may result in damage to the tip. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the tip of the device broke off inside the joint of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.